Event description:
It was reported that while using the neptune 2 rover ultra during a procedure the smoke evacuator failed. Failure of the smoke evacuator can result in the surgical staff or patient experiencing irritation to exposed mucous membranes or an infection. The case was completed successfully without any delay. There was no medical intervention, adverse consequences or known impact to the patient or staff associated with the event.